Event description:
It was reported that, during reprocessing, the ultrasound gastrovideoscope tested positive on (B)(6) 2024 for 50 total colony forming units (cfus) of the following microbes; paracoccus yeei: 1, staphylococcus hominis: 2, brevibacterium casei: 1, kocuria rhizophila: 1, corynebacterium tuberculostearicum: 1, staphylococcus pettenkoferi: 33, staphylococcus capitis: 10, and roseomonas mucosa: 1. The ultrasound gastrovideoscope tested positive again on (B)(6) 2024 for 10 total colony forming units (cfus) of the following microbes; moraxella osloensis: 3, kocuria rhizophila: 1, haaematobacter massiliensis: 1, staphylococcus warneri: 4, and acidovorax temperans: 1. The ultrasound gastrovideoscope tested positive again on (B)(6) 2024 for 29 total colony forming units (cfus) of the following microbes; micrococcus luteus: 14, staphylococcus saprophyticus: 2, staphylococcus warneri: 3, staphylococcus pettenkoferi: 7, and staphylococcus epidermidis: 3. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and conform according to french regulation. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found no malfunctions aside from the allegation reported in b5. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and the lms final investigation. The lm reviewed the customer provided cds processes where information to judge deviation from IFU was not identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: 1cfu. Bacterial identification: coagulase negative staphylococci. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.